Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer's returned bar code readers (sn (B)(4)) and bar code labels were tested in the reference celldyn sapphire instrument, sn (B)(4). The 20 labels were read without any incident or any misread. The barcode labels met the specifications for: label width, quiet zone, label length, barcode label length. However, the returned label bar code height of 9.40 mm does not meet the bar code height minimum of 12.7 mm stated in the operator's manual. The out of specification barcode label cannot be eliminated as a probable cause for the incident. The celldyn sapphire system operations manual was reviewed and was found to adequately address the issue. The manual provides the specifications for bar code symbols, bar code labels and their placement. The investigation did not identify malfunction/deficiency.

Event description:
The customer stated that the celldyn sapphire handheld barcode reader misread ID (B)(4). Since (B)(4) was already assigned to another patient (already processed on another sapphire), the results were overwritten. The customer noticed the error since the results were not consistent with the patient's history. Subsequent readings of the same label did not generate any errors. There was no report of impact to patient management.